Event description:
It was reported that the patient experienced multiple alarms throughout the day. Per reporter, the screen displayed, "check for empty tubing or reservoir," and the patient had returned to the clinic to have the cassette changed and was scheduled for removal the following day. Reporter stated the clamp had been closed and the cassette was removed, and a few small air bubbles were observed. Reporter indicated the green tab had been depressed while the tubing was massaged, cassette was reattached, but the pump began alarming again with the message remove and reattach the cassette. Troubleshooting was unsuccessful. The patient was redirected to their physician. No patient harm/adverse event was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.